Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed a damaged bottom cover and the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was obtained intermittently. The intermittent lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis revealed a crack on the bottom cover and cracked conductive epoxy at a feedthru pin connection. The internal visual inspection noted silver migration shorting across an electrical component. The reported complaint of intermittent lock could not be confirmed due to damage to the device which is believed to have occurred during revision surgery, making it impossible to determine the original root cause of the complaint. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Programming adjustments were made, however, the issue did not resolve. The external visual inspection revealed a cut electrode and a damaged bottom cover prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was obtained intermittently. The intermittent lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The scanning electron microscopy analysis revealed a crack on the bottom cover. This is an interim report.